Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that starting from around last week, it will take a lot of time to charge the implanted neurostimulator (ins). The remaining battery level was 50% for the ins and 100% for the controller. The message "very good" appeared, but it took a lot of time, so the recharger itself was overheating during charging. The issue has not resolved. No patient harm was confirmed, the issue has not resolved.